Manufacturer narrative:
Addition b2; addition g3/g4; addition h1/h2; multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.

Manufacturer narrative:
Code 22-per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
Mdt form# (B)(4): on (B)(6) 2020, the patient was implanted with gore® tag® conformable thoracic stent graft with active control system. It was reported the patient expired on (B)(6) 2020. It is unknown if the device was implant or explanted.